Event description:
It was reported that device sterility was compromised. During unpacking of an opticross imaging catheter, package damage was noted which compromised device sterility. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that device sterility was compromised. During unpacking of an opticross imaging catheter, package damage was noted which compromised device sterility. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device codes corrected. The device was returned for analysis. Visual inspection of the device revealed no damage. During product analysis, it was not possible to observe damage that could be related to the event, since a device was returned with no packaging to be analyzed.